Manufacturer narrative:
No malfunction suspected. The end user reported while operating the power wheelchair on the sidewalk, the end user was not paying attention and drove off the curb. Hoveround's owner's manual warns "driving on soft and/or uneven surfaces increases the chances of a collision or fall from the seat due to loss of control or tip-over and can result in serious injury or death. Avoid driving on these surfaces." And "[t]o reduce the chance of serious injury or death from tip-over, collision with obstacles, or falling from the power wheelchair, drive in proper environments: avoid uneven or unstable surfaces such as potholes, broken pavement, grass, gravel, sand, wet leaves or cut grass."

Event description:
While operating their power wheelchair on the sidewalk, the end user was not paying attention and drove off of the curb.